Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella cp support, the automated impella controller screen froze while bovie was in use. Alarms for purge system blocked, purge pressure low, and controller error were observed, and the nurse was unable to change the performance level or mute alarms. The issue resolved when bovie use was discontinued. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The device was returned d9 was updated. The investigation is underway once completed a supplemental will be sent.